Event description:
A malfunction code was reported, identified as malf 12, with fault ID 12 ¿ 0x2071. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted the customer with resetting the pump, which did not experience the malfunction again. The customer was advised to continue using the pump and to report any recurring malfunction codes, an instruction the customer acknowledged and understood.